Manufacturer narrative:
Unknown manufacturer: (B)(4). The customer's address is unknown. New jersey (nj), USA has been used as a default. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ tubing leaked. The following information was provided by the initial reporter: it is reported customer experienced leakage when in use. It was reported IV inserted. When needle was retracted patient began bleeding at the hub of the IV. Patient vein occured. Extension tubing connected prevent further bleeding. Patient arm cleaned off. Unnecessary blood exposure - proper ppe worn to protect rn.